Event description:
The advocate stated the customer tested his blood glucose using his breeze2 meter and it was 80mg/dl higher than the lab result. Specific results could not be provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Meter was replaced at advocate's insistance. No product is expected to be returned.

Manufacturer narrative:
Initial reporter's phone and address were not provided.